Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The customer troubleshoot with technical support and they tested the unit using the ground wire on the flow sensor block, the test passed. The customer was advised to inspect the screw and found it had been coated with lock tight. Therefore it was not getting contact with the flow sensor block. The customer cleaned the screw until it made contact with the block. The customer was provided part number for the screws. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ground leakage test failed, when the customer uses the screw on the o2 inlet screw. There was no patient involvement.